Event description:
It was reported that when the patient presented in clinic for normal follow-up, non-sustained rv oversensing episode was observed. Upon review of the episode, low level of noise due to myopotential was noted. The device was reprogrammed and remains implanted.